Manufacturer narrative:
H6: investigation summary a complaint of defective alaris tubing was received from the customer. A device history record review for model 2426-0007 lot number 22109262 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets were missing their roller clamps. The following information was provided by the initial reporter: "2 recent cases of lack of roller clamps... ¿ was there any patient harm or adverse events? O no patient harm or adverse events"

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets were missing their roller clamps. The following information was provided by the initial reporter: "2 recent cases of lack of roller clamps: was there any patient harm or adverse events? No patient harm or adverse events."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.